Event description:
Device malfunction: catheter detachment. Time of malfunction: during insertion. Symptoms/ae: na. It was reported that during attempted insertion into the sheath, the fox sv catheter broke into two separate pieces, outside of the body. There may have been a second guide wire in the sheath, causing extra tension. The device was not used and there was no pt involvement. Though requested no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.